Manufacturer narrative:
Complaint conclusion: the palmaz blue on aviator plus (5 mm diameter, 50 mm length) on catheter (142 cm) stent delivery system (sds) could not be released. The stent was removed from the patient. There was no reported patient injury. The target site was the left vertebral artery. The lesion was not calcified or tortuous. The percentage of stenosis was 70%. The access site was the femoral artery. A contralateral approach was used. The device was not being used for treatment of a chronic total occlusion. There was nothing unusual noted about the stent delivery system prior to use. The stent did not partially nor prematurely deploy. The stent delivery system did not pass through any acute bends. The lesion was not pre-dilated. There was no difficulty nor resistance noted while crossing the lesion with the stent. There were no inflation difficulties noted with the device. The balloon partially inflated. The device did not kink nor bend at any time during the procedure. The other devices used with the product did not kink nor bend at any time during the procedure. The product, or any of the other devices used with it, had not been resterilized. The difficulty did not require that all concomitant products be removed together. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU (instructions for use) guidelines. Negative pressure was not applied to the sds. The inflation device was not in the neutral position when the system was being advanced/withdrawn. The unexpanded or partially expanded stent was not pulled back into the guide catheter. An adequate continuous flush was maintained through all devices. The device was replaced with another stent and successfully completed. The product was returned for analysis. One non sterile blue/aviator/plus 5x12/142p pk unit was returned. Per visual analysis the stent was found mounted in its original place between the marker bands. No anomalies were noted in the device. Per functional analysis an inflation test was performed; however, inflation was not possible as a strong resistance was experienced. Dried white residuals were noted to be obstructing the aviator inflation lumen. These were removed, the inflation test was performed again and the balloon was inflated without any difficulty. The body/shaft was sectioned close to the hub and it was noted that the inflation lumen was totally obstructed with dried white residue. Per sem / eds (energy dispersive spectrometer) analysis the sample revealed elemental distribution of carbon, oxygen and iodine. This indicates that an iodine solution (likely a radiocontrast agent) was injected into the inflation lumen and dried preventing balloon inflation. There are no equipment, tool, process or conditions where this type of solution is used during manufacturing. A device history record (DHR) review of lot 17403304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - unable to inflate¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the inflation difficulty as evidenced by the dried white residues noted in the inflation lumen during analysis. The vertebral artery as a target vessel is not indicated for this device, therefore this is considered off-label usage. According to the safety information in the instructions for use ¿indications the cordis palmaz® blue® .014 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch.¿ ¿precautions prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported during the procedure, the palmaz blue on aviator plus (5 mm diameter, 50 mm length) on catheter (142 cm) stent delivery system (sds) could not be released. The stent was removed from the patient. There was no reported patient injury. The target site was the left vertebral artery. The lesion was not calcified nor tortuous. The percentage of stenosis was 70%. The access site was the femoral artery. A contralateral approach was used. The device was not being used for treatment of a chronic total occlusion. There was nothing unusual noted about the stent delivery system prior to use. The stent did not partially nor prematurely deploy. The stent delivery system did not pass through any acute bends. The lesion was not pre-dilated. There was no difficulty nor resistance noted while crossing the lesion with the stent. There were no inflation difficulties noted with the device. The balloon partially inflated. The device did not kink nor bend at any time during the procedure. The other devices used with the product did not kink nor bend at any time during the procedure. The product, or any of the other devices used with it, had not been resterilized. The difficulty did not require that all concomitant products be removed together. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. Negative pressure was not applied to the sds. The inflation device was not in the neutral position when the system was being advanced/withdrawn. The unexpanded or partially expanded stent was not pulled back into the guide catheter. An adequate continuous flush was maintained through all devices. The device was replaced with another stent and successfully completed. The product was clinically used and will be returned for analysis.